Manufacturer narrative:
Product ID: 3889-28, lot# va0qgus, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported that they had their implantable neurostimulator (ins) and lead were removed and they implanted a new ins and lead in a different location. The patient said they did not have symptom control and never had symptom control. The ins indication for use is unclear at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider (hcp) reported the unit was not working correctly and the patient was having sharp pains down their leg. They noted "neuroprobe out of position".

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.